Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board. The knob panel access was also replaced and the fse then performed all full calibration, functional safety checks to meet factory specifications. Unit passed all full calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during a routine check it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a charging issue. There was no patient involvement, and there was no adverse event reported.